Event description:
A malfunction known as malf 9 was reported by the customer. There was no adverse impact to the customer's blood glucose level. The customer was unable to reset the pump during the call and decided to use multiple daily injections (mdi) for insulin therapy while planning to follow up. Cts provided pump reset information and assisted caller with resetting the pump. Malfunction code did not reoccur. Customer may continue to use the pump.